Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to low readings. Also found cannula bent. Unable to confirm if customer received sensor in said condition due to customer returned opened/used.

Event description:
A family member of the customer reported a bent sensor, and was advised to return it for analysis and replacement. It was reported that the sensor gave inaccurate readings, including threshold suspend while the insulin pump read glucose values in the 200's mg/dl. The family member was instructed on proper use of the sensor including calibration. No further information was provided.